Event description:
It was reported that when the patient first got the pump implanted, she lost her insurance, so the pain management doctor that she was with programmed the pump really low. The patient went through withdrawal because her dose wasn¿t high enough. The pump was delivering hydromorphone and baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID: 8840 lot# serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received from the hcp reported the cause of the event was initial starting dose insufficient. The dose was adjusted, the date and specifics unknown. It was further noted that per the hcp this occurred prior to him seeing her. The patient's then treating hcp sent her to have pump implanted but gave the surgeon no information regarding pump settings. The surgeon set the pump at the lowest possible rate and sent the patient back to the treating hcp. There was apparently a problem at that clinic regarding the patient's insurance, hence pump was not set to correct rate. The patient outcome was noted as serious injury- illness recovered without sequelea